Manufacturer narrative:
(B)(4). Customer returned pump for alleged pump error 63 and insulin flow blocked alarm found on (B)(6)2021. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected insulin flow blocked alarms noted during testing. No pump error 63 noted during testing. Unit successfully downloaded to thus. Verified no pump error 63 and no insulin flow blocked alarm noted in pump downloaded history. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked corner of belt clip rails, and minor scratches on lcd window. In summary, customer allegation for pump error 63 and insulin flow blocked alarm was not confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm but did receive request to rewind the insulin pump and complete rewind. No harm requiring medical intervention was reported. The customer will continue to use the device.